Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the egm (electrogram) was not available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure after defibrillation threshold (dft) testing, the device egms were replaced with a dotted line when trying to retrieve episode data. The interrogation session was ended and the programmer was re-paired with the device. Complete dft episode information was then able to be obtained. After the implantable cardioverter defibrillator (ICD) system implant, the mobile programmer lost the electrograms (egm) signal with the ICD. It was noted that the green "interrogation in progress" pop-up stalled although telemetry remained strong. The egm signal eventually popped back up, however arrhythmia data could not be obtained. The user ended the session and restarted, readjusting the position of the patient connector and no further issues were experienced. The mobile programmer and the ICD remain in use. No patient complications have been reported as a result of this event.